Event description:
It was reported that a bd emerald¿ syringe tip snapped off when placing a blunt filter needle on it. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture and the affected sample. The provided sample presented the tip broken. Bd confirmed the reported issue. DHR review could not be carried out since no lot number was provided. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products, considering our in-coming and in-process inspection, no actions are required.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd emerald¿ syringe tip snapped off when placing a blunt filter needle on it. There was no report of exposure, serious injury or medical intervention.